Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in an inappropriate shock. This device was tested in clinic via an exercise test. The device was subsequently reprogrammed to the primary vector to mitigate further inappropriate therapy. This device remains in service. No adverse patient effects were reported.